Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: 2021-02-18, explanted: 2022-05-02, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated she stopped using her scs because she was feeling it in her ribs and it was not helping with her pain. Exact date was unknown as the patient had stopped using it a few months ago. Cause of the event was undetermined. Patient had a lead revision on (B)(6) 2022 and the issue was resolved.